Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 2.7mm variable angle locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon inserted a 2.7mm metaphyseal screw into a distal locking hole of a variable angle distal tibia plate as a compression screw. During the same procedure, the surgeon later removed that screw and replaced it with a 2.7mm variable angle (va) locking screw. The va locking screw would not lock into the plate and was not able to be removed. It spun in the hole, but would not back out of the plate. There was no harm to the patient, but the whole plate had to be removed and replaced with a longer plate. There was a report of a thirty minute surgical delay. This report is for an unknown 2.7mm variable angle locking screw. This report is 2 of 2 for complaint (B)(4).